Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an implant procedure, this pacemaker was connected to the leads and exhibited oversensing of premature ventricular contractions (pvcs). Atrial pacing was not being captured and undersensing of low amplitude measurements was also noted. The ra lead was repositioned and reconnected to the pacemaker and afterwards all sensing issues were resolved. The pacemaker was implanted successfully and remains in service. No adverse patient effects were reported.